Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt. This device is available for analysis but has not yet been received.

Event description:
As reported, a mynx closure device malfunctioned, the balloon did not go down on this device before entering into the sheath. The device will be returned for evaluation.

Event description:
As reported, a mynx closure device malfunctioned, the balloon did not go down on this device before entering into the sheath. Additional information was requested; however, the information was not obtained after multiple attempts. The device will not be returned for evaluation.

Manufacturer narrative:
As reported, a mynx closure device malfunctioned, the balloon did not go down on this device before entering into the sheath. Additional information was requested; however, the information was not obtained after multiple attempts. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿balloon deflation difficulty-during prep¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Patient or procedural factors may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. As no lot number, catalogue code or other product information was supplied a phr could not be completed. The information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.